Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to a1, d4 UDI of the initial medwatch. The information was inadvertently left out. Updated: h10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the following: (a) physical stress b) chemical stress c) poor storage environment (environment exposed to direct sunlight, high temperature, high humidity, x-rays / ultraviolet rays, etc. The event can be prevented by following the instructions for use (IFU) sections which state: operation manual: important information ¿ please read before use: warnings and cautions: do not coil the insertion tube with a diameter of less than 10 cm. Equipment damage can result. - operation manual: 4.1 insertion: attaching the endotracheal tube (ett) to the endoscope: if the ett cannot be easily slid into place over the insertion tube of the endoscope, do not use it. If the ett is forced into place, the insertion tube may be damaged or it may be impossible to remove the ett from the endoscope. / the inner diameter of the ett should be large enough so that there is sufficient clearance between the ett and the insertion tube of the endoscope. Insufficient clearance may interfere with the patient¿s ability to breathe properly. - operation manual: 4.1 insertion: insertion of the endoscope: if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube. Reprocessing manual: 5.1 storage: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Based on the past similar cases, it was presumed that the coating was peeled off due to following possible causes. Physical stress, chemical stress. Poor storage environment (in direct sunlight, under high temperatures, under high humidity, environment exposed to x-rays and ultraviolet rays, etc.) Based on the inspection result by local service department, several defects were confirmed that physical stress had been applied to the device. The damage of the internal parts at the rubber missing point was not confirmed. From these, it was considered that the rubber was missing due to physical stress from the outside.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that the coating of the insertion section was peeling off. It was also found that the rubber of the bending section was partially missing. There was no report of patient injury associated with the event.